Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a stent placement due to angina pectoris on (B)(6) 2012 and suture was used. The patient required several additional surgeries following the initial procedure. The patient had been treated with (B)(6) to prevent (B)(6) and (B)(6) three times a day. There was an increase in the esonphils but not the neutrophils. Cultures were negative, no surgical site infection present. The surgeon opines that the patient may have had an allergic or inflammatory reaction to the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ecb769 mfg date: 03/01/2012, exp date: 01/31/2017. Batch edp116 mfg date: 04/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of four medwatches being submitted. See also medwatch 2210968-2012-07935, 2210968-2012-07936, and 2210968-2012-07937. The same patient is represented in each medwatch.